Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports an 8015 ((B)(4) only powering modules on one the left iui, when another module is connected on the right iui. Case resolution: - informed customer this is most likely due to the power supply board. - however I informed him it could also be the switching power supply. - recommended sending in for repair. - customer will send in for repair through the online portal. Ended call. (B)(4).